Event description:
It was reported that a spectrum pump constantly reboots. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the device did not power on or off on its own. A review of the event history log revealed improper shutdown messages. An "improper shutdown!" Message occurs upon power up after all power sources become disconnected. The means by which power became disconnected cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.